Event description:
Patient was revised to address pain and subluxation. Large piece of tissue was removed due to metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Acetabular and femoral positioning cannot be commented upon as not patient x-rays were provided. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds no other reports agianst the provided product/lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.